Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to flanks using cooladvantage coolcurve, to center of the upper stomach using a cooladvantage, coolcore and to center of the lower stomach using a cooladvantage plus, coolcore contour on (B)(6) 2017 and to outer thighs using coolsmooth applicator on (B)(6) 2017 who developed paradoxical hyperplasia (pah/ph) to flanks and abdomen diagnosed on (B)(6) 2017. Upm201511802 provided is incorrect (does not pull up a record).

Manufacturer narrative:
Corrected data d1: brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to flanks using cooladvantage coolcurve, to center of the upper stomach using a cooladvantage, coolcore and to center of the lower stomach using a cooladvantage plus, coolcore contour on (B)(6) 2017 and to outer thighs using coolsmooth applicator on (B)(6) 2017 who developed paradoxical hyperplasia (pah/ph) to flanks and abdomen diagnosed on (B)(6) 2017. Upm201511802 provided is incorrect (does not pull up a record).